Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding act celite cartridges that yielded discrepant results. Abbott point of care believes that though a malfunction does not exist at this time, the amount of heparin given may have caused injury to the patient. The patient bled and required re-intubation.

Manufacturer narrative:
(B)(4). Preliminary investigation on product retains testing show no signs of a deficiency or malfunction of the act c cartridge lot s12019. The complete investigation is pending.